Event description:
Adverse event(s): "lines skewed of 45 degrees from right to left when looking at a source of light coming from a single point, especially in condition of low lightning" (vision impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he sees "lines skewed of 45 degrees from right to left when looking at a source of light coming from a single point, especially in condition of low lighting". He reported that his ucva is 10/10 (20/20). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4).